Event description:
It was reported difficult deflation was encountered following the first inflation during an undertemined procedure. Partial deflation of the balloon was achieved and the balloon was successfully removed from the patient through the introducer sheath. Another unit was used to successfully complete the procedure and the patient's condition is good. The device has not been received for evaluation. Therefore, no failure analysis is available. A lot search was performed, and revealed no other complaints to date for this lot number. Follow up revealed the contrast to saline ratio was 70/30 which company believes may have been a conributing factor to this event. However, company is unable to determine the exact cause for this event. Directions for use state: "the recommended inflation medium is renografin 60 diluted 50% with sterile saline... When the procedure has been completed, deflate the balloon by applying suction to the balloon lumen and remove from the vasculature... Note: the larger the syringe diameter, the greater the suction that is applied... If resistance is felt when removing a guidewire through a catheter or if resistance is encountered when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel".